Event description:
Note: event date is unk. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) procedure on a male patient. According to the complainant, during the procedure the catheter stretched at the transition point and almost came apart. It was necessary to make a larger incision at the stoma site to pull the tube through. The procedure was completed with this device. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.